Event description:
A company representative reported, "thread broken off," of an aleutian tlif straight inserter inner shaft. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.

Manufacturer narrative:
Corrected data: d4 (lot number) changed from httu to cthh. The inner shaft was returned and was visually inspected; the distal tip of the device was confirmed to be fractured. Device history records were reviewed, the device is over seven years old and no relevant manufacturing issues were identified. Complaint history was reviewed for this lot number and similar complaints were identified. The most likely root cause of the reported event is normal wear and tear due to device age as consistent use of the instrument throughout its lifetime may cause fatigue.

Event description:
A company representative reported, "thread broken off," of an aleutian tlif straight inserter inner shaft. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.